Event description:
It was reported by the customer that a pyxis medstation es system released a pocket containing vecuronium instead of protonix the intended medication.there were no adverse events or injuries reported based on this event, the customer noticed the mistake and the medication was not administered.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a bd pyxis medstation es system released a pocket containing vecuronium instead of protonix the intended medication. There were no adverse events or injuries reported based on this event, the customer noticed the mistake and the medication was not administered.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h4, h6 and h11. A review of the complaint history for sn 16162752 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16162752 was performed from 23-aug-2021 to 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer resolved the issue by removing the bad cubies and plugging them back in. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Section h6 pdated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update . Upon investigation of the actual device used in this incident the device's logs showed that the incorrect pocket opening was due to the cubie bouncing between two locations. The hardware team investigated the logs and determined that the messages sent back and forth between the cubie drawer and the row board / cubie pocket were corrupted due to an unreliable connection. The customer worked around the issue by removing the bad cubies and plugging them back in. A technical support specialist created a production issue 1314296 and development team were working on a firmware remediation that will prevent this from happening in the future.